Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("severe abdominal pain"), vaginal infection ("vaginal infections"), haematochezia ("blood in stool") and genital haemorrhage ("abnormal heavy bleeding") in a 22-year-old female patient who had essure (batch no. 628434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included depression. Concomitant products included escitalopram oxalate (lexapro) since 2011, medroxyprogesterone acetate (depo-provera) from 2009 to 2011 and vicodin (norco). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced haematochezia (seriousness criterion medically significant), gastric disorder ("stomach issues"), vomiting ("vomiting"), diarrhoea ("diarrhea") and constipation ("constipation"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse),") and urinary tract infection ("infection (bladder/ urinary tract/vaginal)type: reoccurring uti"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced procedural pain ("painful post-operative recovery"). In 2012, the patient experienced umbilical hernia ("herniated belly button as a result of the surgery") and scar ("permanent scar as a result of the surgery"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal infection (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy with unilateral salpingo-"oophorectomy"), surgery (hysterectomy on (B)(6) 2012) and surgery (laparoscopy, hysteroscopy, dilation & curettage). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, vaginal infection, haematochezia, dysmenorrhoea, dyspareunia, migraine, procedural pain, umbilical hernia, scar, vaginal haemorrhage, menorrhagia, headache, vomiting, diarrhoea and constipation outcome was unknown, the genital haemorrhage, urinary tract infection and gastric disorder had resolved and the allergy to metals had not resolved. The reporter considered abdominal pain, allergy to metals, constipation, diarrhoea, dysmenorrhoea, dyspareunia, gastric disorder, genital haemorrhage, haematochezia, headache, menorrhagia, migraine, pelvic pain, procedural pain, scar, umbilical hernia, urinary tract infection, vaginal haemorrhage, vaginal infection and vomiting to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. On the right tube there were 5 coils present , extending into the endometrial cavity and on the left 4 coils. Diagnostic results: on (B)(6) 2011 had ultrasound for the uterus is 10.1 cm in length x 3.5 cm ap x 5.8 cm transversely. There is a cystic structure in the right ovary. The left ovary lays high n the pelvis measuring 2.4 x 1.3 x1.8 cm. Benign right ovarian 3 cm simple cyst. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: nausea, vomiting, diarrhea, haematochezia. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received, reporter added, patient concomitant condition added, concomitant drug added, lot number received, events medical device removal and complication associated with device replaced with events:- pelvic pain vaginal haemorrhage, menorrhagia, urinary tract infection, headache, allergy to metal, pelvic pain, gastric disorder, vomiting, haematochezia, diarrhoea, constipation, device monitoring procedure not performed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("severe abdominal pain"), vaginal infection ("vaginal infections"), haematochezia ("blood in stool") and genital haemorrhage ("abnormal heavy bleeding") in a 22-year-old female patient who had essure (batch no. 628434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included depression. Concomitant products included escitalopram oxalate (lexapro) since 2011, medroxyprogesterone acetate (depo-provera) from 2009 to 2011 and vicodin (norco). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced haematochezia (seriousness criterion medically significant), gastric disorder ("stomach issues"), vomiting ("vomiting"), diarrhoea ("diarrhea") and constipation ("constipation"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse),") and urinary tract infection ("infection (bladder/ urinary tract/vaginal)type: reoccurring uti"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced procedural pain ("painful post-operative recovery"). In 2012, the patient experienced umbilical hernia ("herniated belly button as a result of the surgery") and scar ("permanent scar as a result of the surgery"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal infection (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy), surgery (hysterectomy on (B)(6) 2012) and surgery (laparoscopy, hysteroscopy, dilation & curettage). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, vaginal infection, haematochezia, dysmenorrhoea, dyspareunia, migraine, procedural pain, umbilical hernia, scar, vaginal haemorrhage, menorrhagia, headache, vomiting, diarrhoea and constipation outcome was unknown, the genital haemorrhage, urinary tract infection and gastric disorder had resolved and the allergy to metals had not resolved. The reporter considered abdominal pain, allergy to metals, constipation, diarrhoea, dysmenorrhoea, dyspareunia, gastric disorder, genital haemorrhage, haematochezia, headache, menorrhagia, migraine, pelvic pain, procedural pain, scar, umbilical hernia, urinary tract infection, vaginal haemorrhage, vaginal infection and vomiting to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved.on the right tube there were 5 coils present , extending into the endometrial cavity and on the left 4 coils. Diagnostic results: on (B)(6) 2011 had ultrasound for the uterus is 10.1 cm in length x 3.5 cm ap x 5.8 cm transversely. There is a cystic structure in the right ovary. The left ovary lays high n the pelvis measuring 2.4 x 1.3 x1.8 cm. Benign right ovarian 3 cm simple cyst. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: nausea, vomiting, diarrhea, haematochezia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of product technical complain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddr lit can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2017: quality-safety evaluation received. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced abnormal heavy bleeding (seen as genital bleeding), severe abdominal pain and vaginal infections leading to hospitalization. A hysterectomy was performed about 2 years and 2 months after essure insertion. All these events are regarded as anticipated according to the reference safety information for essure. Following the essure placement procedure, genital bleeding, abdominal pain and vaginal infection may occur. Based on their nature and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and due to hospitalization required. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), vaginal infection ("vaginal infections") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), vaginal infection (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse") and migraine ("migraines"). In (B)(6) 2012, the patient experienced procedural pain ("painful post-operative recovery"). In 2012, the patient experienced umbilical hernia ("herniated belly button as a result of the surgery") and scar ("permanent scar as a result of the surgery"). The patient was treated with surgery (hysterectomy on (B)(6) 2012). Essure was withdrawn. At the time of the report, the abdominal pain, vaginal infection, genital haemorrhage, dysmenorrhoea, dyspareunia, migraine, procedural pain, umbilical hernia and scar outcome was unknown. The reporter considered abdominal pain, vaginal infection, genital haemorrhage, dysmenorrhoea, dyspareunia, migraine, procedural pain, umbilical hernia and scar to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced abnormal heavy bleeding (seen as genital bleeding), severe abdominal pain and vaginal infections leading to hospitalization. A hysterectomy was performed about 2 years and 2 months after essure insertion. All these events are regarded as anticipated according to the reference safety information for essure. Following the essure placement procedure, genital bleeding, abdominal pain and vaginal infection may occur. Based on their nature and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and due to hospitalization required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.